Manufacturer narrative:
Section e: initial reporter is unknown b3: date of event is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral poste rior correction fusion for unknown indication. It was reported that after installation, the product that was being stretched was contracted. Patient had piercing pain post surgery. No additional surgery/ hospitalization is planned. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image assessment: image 1- lateral x-ray l4-5 tlif image 2- interbody graft collapsed in image 2 compared to first image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.